Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a failed battery test, damage, battery out limit and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 598 mg/dl. The customer stated that her settings were erased from the pump. The customer stated that there is damage to the battery compartment. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.